Event description:
Vns pt has experienced a "high-pitched" voice since implant. The pt was reportedly referred to a speech pathologist. Further follow-up with treating neurologist revealed that the pt had not been diagnosed with vocal cord paralysis, but that pt had shown no improvement. Stimulation was initiated two weeks post-implant. Neurologist indicated that a steroid was tried to treat the pt and that pt see an ent for speech therapy. Investigation to date has been unable to determine whether the pt has vocal cord paralysis.